Event description:
It was reported that the pain pump which had been placed following a total knee surgery stopped working after delivering medication for 2 days. The pump was removed without incident and the pt continued to take the oral medication that had been prescribed in conjunction with the pain pump.

Manufacturer narrative:
The pump was discarded by the account.